Event description:
It was reported that the infusion device went into stop mode without displaying an alert or error message; the device did provide an acoustic alarm. This issue occurred sometime in (B)(6) and sometime in (B)(6). No adverse event was reported the infusion device was requested to be returned for product evaluation.